Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a low blood glucose of 42 mg/dl on (B)(6) 2018 while having difficulty calibrating their blood glucose sensor. The customer did not provide information on symptoms or form of treatment. Troubleshooting was not completed. The product will not be returned for analysis. Ozp-mmt-7020-snsr, frn-unk-rsvr, unomed set.